Event description:
It was reported that during surgery, the implant disengaged from the mount. The procedure was completed with another implant. Tooth location #13.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Based on additional information and device evaluation, the mount was not the reported device. The implant fell off of the alignment pin. Therefore, this event is no longer reportable for a mount. This supplemental is being reported as a retraction for the mount. Based on additional information received, there was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR- 0001038806-2025-01494 submitted on june 25, 2025 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: based on additional information received, there was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR- 0001038806-2025-01494 submitted on june 25, 2025, is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated.